Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2012 and was revised/removed on or about (B)(6) 2023. As a result of essure this plaintiff suffered from severe permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 47-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpngectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2012 and was revised/removed on or about (B)(6) 2023. As a result of essure this plaintiff suffered from severe permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology is benign with no evidence of precancer or cancerous cells. Pathology also confirms removal of the shoe devices (as written). Final diagnosis: part 1: fallopian tube, right, salpingectomy a. Complete transverse section of fallopian tube identified. B. No fimbrial atypia is seen. C. Essure device. Part 2: fallopian tube, left, salpingectomy a. Complete transverse section of fallopian tube identified. B. No fimbrial atypia is seen. C. Essure device. Gross description: right fallopian tube and essure device: partially protruding from the margin is a slightly stretched segment of essure coil, 1.8 cm in length; and extends 1.9 cm within the tube. Left fallopian tube and essure device the significantly stretched essure coil is predominantly outside the tube with 0.7 cm within the proximal lumen. Patient history: chief complaint/surgery pre-op diagnosis: essure removal surgery post-op diagnosis: essure removal, surgical procedure: salpingectomy laparoscopic, surgical procedure: removal birth control device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-sep-2025: medical record received. Patients date of birth added. Additional reporter added. Surgical pathology report added. Essure removal surgery date & details updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.